Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they cannot read the screen of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. No keypad or button anomaly was noted during testing. The keypad connector on the lcd board was inspected and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and broken battery tube threads. No scratches were noted on the battery tube.